Manufacturer narrative:
Date of event: the event date was not reported. The first day of the month of the aware date was used as an estimate.

Event description:
It was reported that difficulty advancing occurred. An isleeve 15f was unable to be advanced past the bifurcation of the abdominal aorta due to circumfixal calcium. No patient complications were reported.